Manufacturer narrative:
A steris service technician inspected the sterilizer and found a check valve was damaged causing an o-ring to become unseated subsequently causing the reported water leak. The technician repaired the sterilizer, ran a test cycle and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.